Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 2.0, lab: 5.6. Customer sent out for a lab draw because she noticed a broken blood vessel in patient's eye. Customer does not know the patient history.

Manufacturer narrative:
Investigation pending.